Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. The sapien xt valve is not indicated for implantation in the mitral position. Edwards training materials for sapien xt do not provide guidance for mitral implantation. In this case, the cause of the annular rupture appears to be result of procedural factors (inadequate imaging). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, the patient died from a complication of annular rupture during implantation of a 29mm sapien xt valve in the mitral position. As reported, the valve was inflated and due to the valve being crimped for mitral position, it blocked the aortic valve and the aortic annulus ruptured. The image plane was placed in a way that the aortic and mitral valves were overlapping. When pushing the valve into position, it was not noted that the valve was being pushed into the aortic valve instead of the mitral valve. There were no patient factors provided.